Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v240730, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that regarding the patient's implantable neurostimulator (ins), the patient had "the last stimulator in since 2010, but the doctor had to take it out because another doctor hit 7 nerves". It was noted the doctor "damaged the whole interstim when he hit 7 nerves and 2 discs in my back, it was this past (B)(6) 2014". It was also noted the device was replaced on (B)(6) 2014 due to normal battery depletion. The patient inquired about battery longevity - the patient stated her doctor told her about 4 years. The patient's representative recommended patient not use high settings to help her battery last longer. It was also noted that the patient had to have a catheter since 2010. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.